Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Hyphema and decreased vision are identified in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
It was initially reported that the surgeon was unable to implant the stent due to poor visualization. The procedure was aborted and there was no serious injury. Clinical follow-up was requested and on (B)(6) 2017 the surgeon provided the following information. Implantation was unsuccessful due to compromised/obscured visualization and surgical technique/experience with the device. The surgeon's view intraoperatively was obscured by transient bleeding that self-resolved. Postoperatively the patient had a resolving hemorrhage and improving vision, which the surgeon reported would most likely continue to improve. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
Clinical follow-up was received on 09/28/2017 and the surgeon reported the following details. The hyphema was self-resolving with no sequelae. The patient was not on any anti-coagulants pre or postoperatively. The patient is currently doing well and the event was resolved.